Manufacturer narrative:
The investigation determined that multiple, reproducible, lower than expected vitros gent quality control results were obtained on a vitros 5,1 fs chemistry system. The investigation was unable to determine a definitive root cause; however, the most likely cause is associated with the reagent. There was no evidence that an instrument related issue contributed to the event. Expected performance was obtained using an alternate vitros gent reagent lot.

Event description:
A customer observed multiple, reproducible, lower than expected vitros gent quality control results (qc fluid biorad 2= 5.21, 5.66 vs. An expected result= 8.60 ng/ml) on a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).